Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer¿s representative regarding a patient who was receiving 3000 mcg/ml of baclofen at 900 mcg/ml via an implantable pump for intractable spasticity and multiple sclerosis. On 2016-dec-22, it was reported that the patient was not having good spasticity control. On (B)(6) 2016, the hcp changed the patient from 3000 mcg/ml to 2000 mcg/ml and programmed a bridge bolus. After programming the bridge bolus, the hcp decided to aspirate the catheter in an attempt to decrease the time of the bridge bolus. However the hcp was not able to get good aspiration and was not sure if there was drug in the catheter. It was reported that they were unsure if the catheter was working. Based on the catheter volume of 0.165 ml and the bridge flow rate of 0.3 ml/day, it was calculated that it would take 13.2 hours to refill the catheter. It was noted that the patient was new to the facility and her medical history was unknown to the manufacturer¿s representative.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.